Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract after use when the button was pressed. The following information was provided by the initial reporter: "this is a peripheral IV start device that is designed to retract the sharp after blood exposure to protect health care workers; the button for retraction is not retracting on this lot leaving the dirty sharp exposed and increasing the risk for healthcare worker needle stick."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract after use when the button was pressed. The following information was provided by the initial reporter: "this is a peripheral IV start device that is designed to retract the sharp after blood exposure to protect health care workers; the button for retraction is not retracting on this lot leaving the dirty sharp exposed and increasing the risk for healthcare worker needle stick."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.